Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that an unexpected restart of the device was discovered while performing a device log file analysis. This restart occurred during a medical intervention however no harm occurred to the patient as a result of the incident. A request for additional information regarding the incident has been sent and the response is not yet received.